Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus on main drawer 4.1 and 4.2. A field service engineer (fse) identified that the main half height drawers 4.1 and 4.2 were not detected on the communication bus despite all indicator lights on the controller board and drawer boards being illuminated and no visible defects or obstructions present. The fse powered off the station, reseated the pyxis bus cable connected to the half-height drawer, and then powered the station back on, after which all drawers were successfully detected on the communication bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 4.1 and 4.2 were not detected on bus. Customer tried to reboot and recover, but the issue persisted.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.